Event description:
Status-post ptca/stent procedure on 5/30/97, pt discharged home (5/31/97) in stable condition. Pt presented for readmit on 6/2/97 complaining of lt sided weakness/increasing fatigue. CT of brain revealed rt frontal ischemic changes and metallic density consistant with stent. Neuro consult treatment plan is monitoring/anti-coagulative meds. Repeat CT scan6/5/97 revealed no change and pt hemodynamically stable. Pt discharged to home on 6/6/97. Neurologic deficits persist.